Event description:
Two pieces of particulate entered the eye during a phacoemulsification procedure using this handpiece. Both pieces were able to be aspirated from the eye. There were no pt problems.